Event description:
Triluminate pivotal study patient ID: (B)(6). It was reported that this was a triclip procedure to treat degenerative mitral regurgitation (tr) with a grade of 5+. The xtw triclip clip delivery system was advanced into the patient anatomy. The clip grasped the septal and posterior leaflets and an attempt was made to deploy the triclip. It was noted that after the lock line was released, the triclip opened to an unknown angle. The tr was reduced to grade 3+ and the triclip was stable on the leaflets. A second triclip was implanted; however, the tr was unable to be reduced further. The procedure ended with two triclips implanted and the tr reduced from grade 5+ to grade 3+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. This complaint is not reportable, a letter is not requested and there is no indication of a product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).